Manufacturer narrative:
It was reported that a patient underwent an unknown procedure on an unknown date at least six months ago and suture was used. It was noted after the product was used on the patient, that the device packaging had pin holes. There were no adverse patient consequences. Conclusion: the actual device was returned for evaluation. The review shows that the foil was opened and then the holes were noticed. The customer also noted that the sutures were fine and used. Due to this the holes noted in the foil were most likely due to the customer opening the packages and not a defect in manufacturing from the foil. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted prior to use on the patient, that the device packaging had pin holes. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.